Event description:
The image went black during the procedure. The doctor finished the procedure with another scope. There was no pt injury. This is being reported in an abundance of caution.

Manufacturer narrative:
The colonoscope went black during the procedure. The procedure was completed with another scope. There were no reported injuries to the pt. The incident is under investigation.